Event description:
It was reported during a laparascopic cholecystectomy while using the al326 the clips did not form around the cystic duct. This applier came from a kit (the rep doesn't know the code number of the kit and is still trying to find out the number). A new al326 was opened to complete the case without incident. There was no consequence to the pt.